Event description:
Additional information received stating that, the patient with height 165 cm underwent a total thyroidectomy and excision of cervical lymphadenopathy. The balloon and tube were checked before use and were found to be functioning properly with no leaks. A 10 ml syringe was used to inflate the endotracheal tube balloon, which was then checked with a pressure gauge to ensure it was at 30 cmh2o. Air was used to inflate the balloon. After the initial intubation, no bite block was used to secure the device. The intracuff pressure was monitored and maintained at approximately 30 cmh2o. During the event, there was an increase in airway pressure and a decrease in volumes, making ventilation impossible and a bronchoscopy was not performed, as there was ¿no chest lift¿ on the patient. The difficulty in ventilating subsided when the balloon was deflated. The patient experienced desaturation up to about 60%, but spo2 levels rose quickly once the balloon was deflated and the patient was ventilated.

Manufacturer narrative:
Correction in b1: selection has been corrected to "adverse event and product problem". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during thyroidectomy procedure the mechanical ventilation was struggling, so the respiratory therapist was manually bagging the patient, but was unable to provide a good result (lot of resistance). Upon deflating the nim emg tube balloon, the ventilation of the patient was restored. The procedure was completed with reported product.

Manufacturer narrative:
Section a4: detail submitted in previous report was incorrect and was submitted in error. Section h6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.